Manufacturer narrative:
Date rec'd from MFR: 30oct2019. Failure investigation was completed. The power switch overlay was received for evaluation. Visual inspection of the customer returned power switch overlay revealed no signs of damage or contamination. The power switch overlay was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed that the broken trace on the power on (green) & alternating current (amber) light emitting diode (led) lead to the led not illuminating. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/10/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted it was because of a slightly loose connection that the leds turned off after vibration caused by button operation. The fse replaced the power switch overlay to address the reported issue. After this repair, periodic maintenance was completed and no additional abnormalities were found.

Event description:
During servicing, the power light emitting diodes (leds) turned off. There was no patient involvement.